Event description:
Sixty-six year old patient with advanced metastatic ca to operating room for laser fulguration of rectal tumor. With patient draped according to protocol, laser was tested on wet tongue blade over wet towel. Testing resulted in a fire involving the dry bed sheet underneath patient. Burns of both calves ensued. Patient transferred to burn unit. Equipment tested and found to be within mfg.'s specsdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-92. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed. Results of evaluation: invalid data. Conclusion: there was no device failure, none or unknown. Certainty of device as cause of or contributor to event: no. Corrective actions: device temporarily removed from service, user education provided. Invalid data - on device destroyed/disposed of status.